Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2015 with the following findings: on examination, the keypad cover was noted to be peeling under the contrast button, adjacent to the display screen. On testing, all the keypad buttons had appropriate response. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display was noted to be dim and discolored and the battery compartment was cracked below the grip pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; ok button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.